Event description:
It was reported that a new user of the ilet bionic pancreas experienced hyperglycemia with a reported blood glucose of 331 mg/dl after a usual lunch, and the caller was advised to perform a system check and consider a potential infusion or site issue while monitoring glucose trends. User decided to monitor blood glucose levels but did not perform the system check at that time. Symptoms included elevated blood glucose levels consistent with hyperglycemia. Outcomes included user monitoring of themselves at home without the need for emergency care or hospitalization. Investigation included technical troubleshooting and education performed by customer support. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia. It was concluded that the event had cause unclear, and that continued monitoring and follow up were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.